Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with burning, redness, inflammation/swelling, infection, pain and discomfort that extended beyond the patch perimeter occurred 1 day after the sensor had been inserted in the arm. In the evening, the patient experienced arm pain, which worsened with movement. He removed the cgm sensor later that evening. Upon removal, the patient observed that the site had burning sensation, red, swollen, and painful which started in the puncture site. A small amount of pus was noted from the puncture site. After removal of the sensor, the patient cleaned the site using an alcohol swab and applied a topical triple antibiotic ointment (otc), followed by a bandage. Overnight into the morning on (B)(6), the swelling increased in size, reportedly expanding to an area larger than a golf ball but smaller than a baseball, extending beyond the cgm patch perimeter. The affected area remained warm to the touch, red, swollen, and tender, without itching but with persistent pain. The patient went to doctor's clinic to be evaluated by a doctor, who diagnosed a skin infection at the cgm insertion site. No tests were performed. The patient was prescribed an oral antibiotic sulfamethoxazole trimethoprim 800 mg 160 mg per tablet, instructed to take twice daily for 7 days. He was advised that if the condition does not improve by sunday or worsens, he should go to the emergency room (ER) for IV antibiotic therapy. At the time of call, patient stated no change on the skin reaction yet. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. There is no documentation of scarring, or systemic involvement. There is no diagnostic test conducted. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).